Manufacturer narrative:
Product complaint (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Type of stratafix suture, product code and/or lot number? On what tissue was the stratafix suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What tissue dehisced? Location and cause of hematoma? Were there any intra-operative complications? Was there any precipitating stress factor for wound breakdown/dehiscence? Did the operating surgeon observe any suture deficiency or anomaly before, during, after suture placement or during re-operation? Please clarify what meant by ¿prophylactic poly change¿? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (hematoma and wound dehiscence)? What is the alleged deficiency of the stratafix product in this event? What is the patient¿s current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that the patient underwent a total knee replacement, right side, on (B)(6) 2021 and the unknown barbed suture was used. Post-op massive hematoma under skin and wound breakdown occurred and wound debridement with prophylactic poly change on (B)(6) 2021. It was reported that there was no post-op device malfunction and the suture was not removed. Additional information has been requested.